Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft noted no issues. A visual and tactile examination of the distal extrusion identified no damages. A detailed microscopic examination of the balloon material identified no tears or pinholes. One blade identified a distal blade segment and blade pad lifted. The remainder of the blades identified no issues and blade pads are intact. Tip showed no signs of tip damage. Examination of the proximal and distal markerbands identified no damage. During leakage test, using an encore inflation unit (tested before and after use with druck pressure gauge g19252), the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm). The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition as it is likely the patient anatomy contributed to the reported event. This code was selected as the most probable complaint cause based on the information available and the condition of the returned device.

Event description:
It was reported that the balloon blade was lifted. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 12 atmospheres. During removal, it was fully deflated; however, there was difficulty removing balloon from the guide. One blade did not rewrap and appeared to be sticking out. The procedure was completed using alternate device. There were no complications and patient fully recovered post procedure.

Event description:
It was reported that the balloon blade was lifted. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 12 atmospheres. During removal, it was fully deflated; however, there was difficulty removing balloon from the guide. One blade did not rewrap and appeared to be sticking out. The procedure was completed using alternate device. There were no complications and patient fully recovered post procedure.